Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 6mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The patient presented with lower extremity artery occlusion and underwent plain old balloon angioplasty. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 5 seconds, it was noted that the pressure did not increase and contrast agent leak was confirmed on angiogram. Upon removal, a pinhole was noted. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Patient age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The patient presented with lower extremity artery occlusion and underwent plain old balloon angioplasty. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 5 seconds, it was noted that the pressure did not increase and contrast agent leak was confirmed on angiogram. Upon removal, a pinhole was noted. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.